Event description:
Reportedly, when the surgeon was assisting with the stapling, the instrument broke firing staples into the surgeons finger. The pt's blood was tested and the surgeon went through testing per the hospital protocol. F/u for surgeon in 6 months from the incident date per hospital protocol.